Event description:
Device utilized per standard procedure in interventional radiology, fragment of device broke off inside of patient during use. Patient moved to higher level of care, the main operating room, in order to remove device fragment. Device fragment successfully retrieved. Patient history included percutaneous transluminal angioplasty and superficial femoral artery stenting on (B)(6) 2021. Patient presented to the emergency department lower left extremity symptoms including pain, numbness, and decreased sensation overall. He was admitted for left femoropopliteal vascular bypass. FDA safety report ID# (B)(4).